Manufacturer narrative:
Product code: dre. PMA/510(k): k141148. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
It was reported that during the removal of two non-functional leads, a laceration of the superior vena cava occurred. The complaint device, cook lead extraction evolution rl controlled-rotation dilator sheath set (product code: dre, rpn: lr-evn-11.0-rl), along with cook concomitant devices were used during the procedure: evolution shortie rl controlled-rotation dilator sheath set (lr-evn-sh-9.0-rl), steadysheath evolution shortie tissue stabilization sheath (lr-tss-sh-9.0), and steadysheath evolution tissue stabilization sheath (lr-tss-11.0). Both leads were implanted in the right atrium from the left chest through the subclavian vein. A vessel laceration occurred while the complaint device was being used; the physician suspected that a laceration had occurred. A vascular surgeon was on standby, so the patient was moved to surgery immediately. A thoracotomy was performed, and a laceration of the superior vena cava was confirmed. The bleeding was stopped, and the patient stabilized. No complications have been reported.